Manufacturer narrative:
Complaint confirmed. One unpackaged ar-611-4 batch number 052202, was received for investigation. Visual evaluation found that the head tibial impactor broken off before receipt for investigation. No fragments were returned for analysis. Additional observation also found signs of wear. The root cause of the reported failure mode is undetermined; however, the observed event is most likely caused by excessive forces applied during use.

Event description:
It was reported on 01/24/2023 by a distributor via sems that an ar-611-4 tibial impactor broke while being impacted. Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.